Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported an unexpected refractive outcome post aberrometer assisted cataract surgery. Reporter indicated the patient required additional procedure to reposition the intraocular toric lens (iol).

Manufacturer narrative:
The clinical application specialist (cas) reviewed the case. The cas was onsite with the customer and reviewed the images (which appeared normal). The cylinder readings however were higher than expected due to the fact that the axis on the intraocular lens (iol) being ¿off¿. The issue was rectified with an iol reposition. The customer reported event is able to be confirmed. Servicing was not requested for the customer reported event. However, a review of servicing history revealed that the system was tested and met all product specifications. Based on the information obtained for this investigation, there is no evidence of device nonconformity or malfunction. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).